Event description:
Hcp reported "catheter fracture." The pt had symptom of a spinal headache. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.